Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 456 mg/dl. Customer's other blood glucose value was 312 mg/dl and 300 mg/dl. Customer reports the infusion set tubing came apart. Customer declined trouble shot for high blood glucose. The insulin pump was not expected to be returned for analysis.